Manufacturer narrative:
Resubmission of initial report as per FDA on 4/3/2019. The issue was investigated in detail. The investigation of the returned handle bar and the force sensor did not show any defects. The dead man switch was examined and tested. It was found to be within specifications. The parts were installed on a test system for a deeper analysis. However, no sporadic or spontaneous movements were observed. The analysis of the provided pictures did not show any deviations on the drive handle assembly. The investigation of the log files did not show any abnormalities. A deeper analysis around the provided timestamp showed that after the last exposure the user entered the post-processing mode to work with the image and finally entered in documentation mode to send the image to dicom mode. After this the unit enters the eco-mode. So the examination was finished and the arm of the system was folded into parking position, the system was idle. The system was locked via keypad button. In summary, it can be stated that no abnormalities were determined within the log files. The drive settings of the system have been analyzed and reproduced in the test lab. These values were within a normal range. If the unit is driven as described in the operator manual xpr8-270.620.01.01.02, page 54, chapter "system description" (both hands directly on the handlebar), the potential risk is minimized. It is concluded that the described issue occurred due to the operator not using the unit according to system specifications/documentation.

Manufacturer narrative:
Exemption number e2017014. (B)(4). The unit was checked and found to be within specification. It is unclear whether the device contributed to the user's injury. No additional information has been provided. A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that after an exam staff member fractured a thumb on the mobilett mira system. The user was operating the drive function while moving the system out of the examination room. The user had to undergo a surgery after the incident. No patient involvement was reported in this case.